Event description:
Boston scientific received information from the patient that this device was malfunctioning. Boston scientific technical services (ts) discussed contacting the patients physician for additional follow to confirm normal device operation. A boston scientific technical services (ts) also confirmed the device has been implanted since 2007. A field representative was contacted by technical services (ts) to let them know the patient will be contacting the clinic to schedule a follow up. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4) additional information received noted that the patient has not yet been seen for a follow up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). At this time the investigation is ongoing. Should additional information become available this investigation will be updated.